Manufacturer narrative:
No information provided on part number or lot. Device allegedly an axiom thoracic catheter, 32 fr.

Event description:
It was reported to be a 32 french axiom thoracic catheter, but no documentation or images of the catheter were provided. Post-surgery patient reported to have developed tamponade. Surgeon removed chest tube and found it full of one clot.